Manufacturer narrative:
(B)(4). The device has been reported to be available and has been requested, but has not yet been received by baxter. Follow up information will be submitted as it becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the pump was sent into a baxter service facility but not returned to the baxter product analysis lab. An accuracy test was performed on both channels. Both channels passed with delivered values of 36.6 ml for channel 1 and 36.0 ml for channel 2. These values are within the specification of >32.5 ml and <37.5 ml. Damaged doors were found during the repair of the pump on both channels and the doors were replaced. However, the reported condition could not be confirmed nor duplicated. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter continues to support the product in the latin america region and will do so until parts remain available. Baxter will continue to collect product complaints but periodic monitoring/trending and analyses of the u.s. Complaints will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety. Baxter will continue to monitor similar serious injury reports to determine if further actions are required.

Event description:
On (B)(6) 2011 baxter received a report from a customer in (B)(6), who reported an over infusion. They reported that an infusion of medication, set to be dispensed at 3ml/hr over 24 hours, infused over 2hrs. The patient was connected to therapy when the over infusion occurred. The patient became hypotensive. No further information was available.